Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2015 for low blood glucose. The customer reported being a brittle diabetic. It was also found the customer's threshold suspend feature did not trigger on the insulin pump. Customer stated their blood glucose severely declined, causing them to lose consciousness and fall to the ground. The customer's blood glucose was unknown at the time of admission. The cause of the customer's hospitalization was from hypoglycemia. The customer stated they had stitches from their fall. Customer declined to return the insulin pump for analysis.